Manufacturer narrative:
Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. User facility report #: (B)(4). Customer report of seating issues could not be confirmed through visual observations. The x-ray demonstrated commissure 2 appeared bent inward and cocr band remained intact; the vfit band does not appear expanded. Valve wireform and band was deformed. Valve was not circular but oval in shape. Wireform was exposed around commissure 2 on the outflow aspect. Photos provided were consistent with lab findings. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm aortic valve was explanted at implant due to difficulty seating leading to a bent frame accordion and leaking. A 23 mm valve was implanted in replacement. Per medical records the patient had a 1.5cm ascending aorta, short and small, with an equally small sino-tubular junction. The patient underwent implant of a 23mm valve, the valve was not able to be seated easily, there was an obvious bend on the sewing ring of the valve, making the valve pinched in and creating mal-coaptation of the leaflets. The ring had bent at two different spots, requiring excision of the valve, and an aortic root enlargement. The aortic valve was replaced with a 23mm valve and secured with a cor-knot. Both the right and left coronaries were clear of the valve. The aorta was unclamped, during the rewarming process a tee was performed showing the rv to be severely compromised. Weaning from cpb was unsuccessful despite high dose inotropes, the rv remained severely compromised. The patient returned to full cpb, there was no flow noted in the distal rca, the rca was compromised and the patient underwent a svg to the rca. It was noted the ca was compromised, the rca occlusion was caused by the small root or dissection from placement of the valve. Post operatively the patient had persistent complete heart block requiring a permanent pacemaker implant on pod #6. The patient was discharged home on pod #9.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: updated b5 and b7 per new information received.

Event description:
It was reported that a 23mm aortic valve was explanted at implant due to difficulty seating leading to a bent frame accordion, mal-coaptation of the leaflets, and leaking. A 23mm valve was implanted in replacement. Per the medical records the patient had a 1.5cm ascending aorta, short and small, within 6-7cm of the rca and valve leaflets, and an equally small sino-tubular junction. The patient underwent implant of a 23mm 11500a valve, the valve was not able to be seated easily. It is noted the orifice of the aorta was too small and it required careful grasping of the aortic edges and rocking of the valve to get it through the aorta and down to the annulus. The leaflets did not coapt well and there was an obvious bend on the sewing ring of the valve, making the valve pinched in and creating mal-coaptation of the leaflets. Per medwatch submitted by the surgeon, once the sutures were all secured the valve walls buckled in three areas. The ring had bent at two different spots, requiring excision of the valve, and an aortic root enlargement. The aortic valve was replaced with a 23mm 11500a valve and secured with a cor-knot. Both the right and left coronaries were clear of the valve. The aorta was unclamped , during the rewarming process a tee was performed showing the rv to be severely compromised. Weaning from cpb was unsuccessful despite high dose inotropes, the rv remained severely compromised. An iabp was placed to support cardiac function. The patient returned to full cpb , there was no flow noted in the distal rca , the rca was compromised and the patient underwent a svg to the rca. It was noted the rca was compromised, the rca occlusion was caused by the small root or dissection from placement of the valve. The patient was taken to ICU post operatively in stable condition with iabp support. Post operatively the patient had persistent complete heart block requiring a permanent pacemaker implant on pod #6. The patient was discharged home on pod #9.